Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type catheter, product ID neu _unknown_cath, product type catheter. (B)(4).

Event description:
It was reported that infection was suspected. It was noted that 2 days post pump refill that occurred at an outside facility. It was reported that the patient was presented to the ER with a change of mental status and extremely high white blood cell count. It was noted that they are suspecting meningitis and concerned there is an infection within the pump so they want to access it and withdraw a sample of the medication to test it for infection and to confirm pump status programming. It was reported that the pump was used to infuse baclofen. It was later reported that the healthcare provider (hcp) was ruling out infection. It was noted there never was a device issue for the patient. It was reported that a refill was the only thing that had occurred in the last 6 months so they needed information about how that procedure is done to decide if that was the source of the symptom of elevated wbc's. It was noted that the pump was ruled out and the wbc count went down with the use of antibiotics.